Event description:
It was reported that x-ray was taken which showed that the lead moved drastically to the right, and in turn, the patient was not getting coverage of the left side. The patient underwent a revision procedure wherein the lead was moved back into place. The patient was doing well postoperatively and the device remains implanted.